Event description:
It was reported that half way through the case, the active blade broke. The piece was retrieved through the trocar and the case was completed with another like device. There was no pt consequence.